Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2025 using a large flexnav delivery system. The patient's aortic valve angle was 53 degrees. Pre-dilation was performed with a 24mm non-abbott balloon. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). Upon discharge there was no perivalvular leak detected and the patient's gradient was 3mmhg. On (B)(6) 2025, the patient presented with chest pain to the emergency room (ER). An echocardiogram showed the valve migrated into the left ventricle. On (B)(6) 2025, a transesophageal echocardiography (tee) showed the valve was approximately 18-20mm deep in the left ventricle. The valve was snared and moved up. A new 26mm non-abbott valve was implanted valve-in-valve. Per the physician, the valve may have migrated due to being deployed too deep. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of migration, improper or incorrect procedure or method, and angina was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided information was reviewed by an abbott national product trainer. Based on all available information, a cause for the reported migration could not be conclusively determined. The reported improper or incorrect procedure or method is related to the use snaring the valve. This deviation from the IFU did not appear to cause or contribute to any issues. Therefore, a letter will not be sent to address the deviation. The reported angina appears to be a cascading event of the migration. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2025 using a large flexnav delivery system. The patient's aortic valve angle was 53 degrees. Pre-dilation was performed with a 24mm non-abbott balloon. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). Upon discharge there was no perivalvular leak detected and the patient's gradient was 3mmhg. On (B)(6) 2025 the patient presented with chest pain to the emergency room (ER). An echocardiogram showed the valve migrated into the left ventricle. On (B)(6) 2025 a transesophageal echocardiography (tee) showed the valve was approximately 18-20mm deep in the left ventricle. The valve was snared and moved up. A new 26mm non-abbott valve was implanted valve-in-valve. Per the physician, the valve may have migrated due to being deployed too deep. The patient status was stable.